Event description:
Facility reported a blook leak (internal) on a 19th use dialyzer. The sample is not available for examination. 6/1/98 called the director of nursing for info. She is out for the day, but will be in tomorrow. Left a message for her. Spoke with the director of nursing on 6/2/98. Estimated blood loss 100cc. 3/16/98 10.2, hemoglobin 4/6/98 10.9. No med intervention. Dialyzer changed and treatment finished without further incident.